Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR # 3008264254-2016-00050 a non-sterile prowler select plus 150/5cm was received coiled inside a plastic bag. The device was inspected and no damages were noted on it. In the same plastic bag an unknown thrombectomy device was received. The micro-catheter was inspected under microscope and no damages were noted on it. The inner diameters (ID) of the micro-catheter were measured and were found to be within specification according to document. Hub ID 0.021¿ specification: 0.021" minimum, distal ID 0.021¿ specification: 0.021" minimum. The received micro catheter was flushed using a lab sample syringe, after which a guide wire .018¿ lab sample was introduced into the micro catheter and was advanced to the micro catheter distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 17330342 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the prowler catheter being obstructed was not confirmed during the functional test. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during the thrombectomy procedure the physician wanted to make a second pass through the prowler select plus microcatheter (606s255x/173303442) with a competitor's thrombectomy device. The device could not be pushed through the catheter, it got stuck half way in the prowler. The procedure was completed using a same like competitor's product and a new prowler select plus catheter (lot unknown). The surgery was delayed by 20 minutes. There were no adverse events reported. There were no intra or post procedural complications related to device or reported event. There were no damages noted on the catheter prior to use or upon removal. An adequate continuous flush was maintained through the catheter. Procedure was thrombectomy procedure at the middle cerebral artery in a (B)(6) patient whose vessels were not very elongated. It was reported that the complaint device is available for return. No further information is available.